Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. Technical evaluation the returned devices received on 12 december 2024 were examined by orthofix quality operations department. The devices were subjected to visual and functional check as per orthofix specification. Nail and receiver were returned separated. 1) nail code 60001383 the visual check evidenced signs of use. The holes on the tail (left and right) confirmed the attempt to use the nail. The dimensional check did not evidence any anomalies. In the functional check nail and receiver have been tested according to the usual verifications carried out during production. Due to the damage of the bipolar cable, complete functional checks were not possible. The bipolar cable was returned cut, with the connector broken. The cable was cut in order to expose the two poles. It was possible to perform the resistance and the current absorption measurement, with the following outcome: the electrical resistance, to investigate the conformity and the integrity of the electrical circuit (i.e. The motor and the bipolar connector): conformal to acceptance criteria. The current absorption in no load conditions, to check the performance of the motor at the nominal voltage applied by the control set: conformal to acceptance criteria. The current absorption in no load conditions test was conformal to the acceptance criteria. It was not possible to perform the load test as the bipolar cable was returned broken. 2) receiver code 60001780 the visual check did not evidence any anomalies. The transport locks have not been returned (white plug) and the screws look unscrewed. No issues are reported. In the functional check the device was tested with different loads, at different distances and in distraction/retraction mode. No anomalies were detected. The device is functioning as expected. Conclusions 1) nail code 60001383 the nail was subjected to visual inspection, relevant dimensional check and full functional verification. During visual examination it was possible to see that the nail returned with the bipolar cable cut and with the connector broken. Other signs were visible on the holes of the tail left and tail right. This confirmed the attempted use of the nail. All the functional checks performed did not show any anomalies, except for the performances under load (load test) which were not evaluated, as the bipolar cable was damaged. No issues were detected, and the nail could be restarted. From the evidence collected, the nail did perform properly according to expected specifications. 2) receiver code 60001780 the functional check performed did not detect any malfunction on the returned receiver, which performs properly according to the set acceptance criteria. Final comments from the evidence collected, the devices returned perform properly according to expected specifications. The damage of the cable could have affected the functioning of the nail, but with the information available it is not possible to identify the root cause of the failure. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6) hospitalier, surgeon's name: (B)(6), date of initial surgery: (B)(6) 2024, body part to which device was applied: femur, surgery description: lengthening, patient information: 27-year-old, female, weight 60 kg, height 170 cm, problem observed during: clinical use on patient/intraoperative type of problem: device functional problem. Event description: insertion of the nail, leading of the cable through the condyle's tunnel. Connection of the receiver and the cable. Test of the nail under the skin. The nail was not working, control unit was blinking and counting but no sound through the stethoscope. Change of the receiver, nail unfunctional. When we disconnect the cable from the receiver, the cable was stripped at its junction, the nail was then unusable anymore. The only solution was to go to another hospital on the island that had one nail available. The new nail was inserted. Test was ok, sound ok. The complaint report form also indicated: the device failure had adverse effects on patient the initial surgery was not completed with the device a replacement device was available in another hospital. The event led to a delay in the duration of the surgical procedure: the routing of the nail from one hospital to the other prolonged the surgery of 2 hours and 45 minutes an additional surgery was not required, a medical intervention (outpatient clinic) was not required, copy of operative reports is not available, copy of x-ray images is not available, patient's current health condition: good health conditions. Manufacturer ref: (B)(4) distributor ref: (B)(4).

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. Technical evaluation the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6) hospitalier surgeon's name: (B)(6) date of initial surgery: (B)(6) 2024 body part to which device was applied: femur surgery description: lengthening patient information: 27-year-old, female, weight 60 kg, height 170 cm problem observed during: clinical use on patient/intraoperative type of problem: device functional problem event description: insertion of the nail, leading of the cable through the condyle's tunnel. Connection of the receiver and the cable. Test of the nail under the skin. The nail was not working, control unit was blinking and counting but no sound through the stethoscope. Change of the receiver, nail unfunctional. When we disconnect the cable from the receiver, the cable was stripped at its junction, the nail was then unusable anymore. The only solution was to go to another hospital on the island that had one nail available. The new nail was inserted. Test was ok, sound ok. The complaint report form also indicated: the device failure had adverse effects on patient. The initial surgery was not completed with the device. A replacement device was available in another hospital. The event led to a delay in the duration of the surgical procedure: the routing of the nail from one hospital to the other prolonged the surgery of 2 hours and 45 minutes an additional surgery was not required a medical intervention (outpatient clinic) was not required copy of operative reports is not available copy of x-ray images is not available patient's current health condition: good health conditions manufacturer ref: 2024199 distributor ref: 147